Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:08:51. During night drain cycle five, the patient's ultrafiltration reading was 1261ml, indicating the home patient (hp) drained 1261ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriately bypassed low uf alarm. Homechoice and homechoice pro apd systems patient at-home guide gives instructions about the low uf alarm and has the warning "bypassing a low uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." If additional relevant information is received, a follow-up will be sent.